Event description:
In 2008, customer reports staff had finished a patient procedure, patient was off the table and leaving room when it was noted by the staff the table was moving on its own.

Manufacturer narrative:
Pending manufacturing investigation report. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.